Event description:
The patient's mother reported that when the patient changed her cartridge the pump dispensed about 30 units of insulin on the load step prior to going to the prime step. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, an ezprime operation was performed with no difficulties noted; the cartridge was appropriately recognized and there was no fluid dispensed during the load step. Several rewind and prime sequences were performed and the cartridge was accurately detected each time. A review of the pump history showed no alarms related to the complaint. There was no evidence found in the black box of the pump dispensing 30 units during the load step. There were no defects found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.